Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported running the unit for several hours and anomalies were reported. The fsr reported the events log shows only a circuit disconnect error. The fsr reported the customer states the ventilator did not alarm circuit disconnect and had zero volumes/rate. As a pre-cautionary measure, the fsr replaced the main printed circuit board assembly and display. The replaced components have been returned to carefusion failure analysis laboratory and is currently pending investigation. Once the investigation for all involved components has been completed, then a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's screen was frozen and no ventilation was happening. The customer reported displays zero for the volumes and rate. The issue occurred during patient use. The customer reported the patient was move to another ventilator and reported there is no patient consequence associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and reported issue was unable to be duplicated. The unit was tested and cycled for several hours without any anomalies. Touch screen calibration was performed without any failures.